Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code while in the standby mode. The probable cause was due to the power management printed circuit board. This report represents all the info known by the reporter upon query by hospira personnel.